Event description:
It was reported via repair work order that the IV pole moves in an unintended direction and the zoom drive is intermittent due to loose IV pole bolts and the zoom handle bolts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.